Event description:
Ous MDR - it was reported that this lead perforated the heart. The perforation was noted later on the day of implantation. A replacement surgery was immediately initiated. The lead was repositioned, but before pocket closing the systolic blood pressure decreased rapidly and the heart rhythm increased. An urgent pericardiocentesis was performed to drain the exceeding blood.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.